Manufacturer narrative:
Other, other text: investigation completed on a smiths fluid warming/level 1 hotline low flow systems - hl-90 complaint of leaking the case where the hose is was confirmed. The physical condition of the device revealed wear and tear damage to front cover, plate clip, and line cord. In may of 2017, the device was in for repair and return to loaner pool. Repair summary: pm performed. Replaced water tank cover due to leaks. Replaced front cover, plate clip, and line cord due to visual damage.

Event description:
Device evaluation completed and summary in h 10.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 has leaking from the case where the hose is. No patient adverse reported.